Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was torn over the ok button. On testing, all keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim, faded and have a pink contrast. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: contamination under the contacts of all the keypad buttons and the display was fade, dim and pink.